Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a button error. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had a small crack on the battery tube threads and on the reservoir tube lip. No moisture damage noted on electronic assembly or on motor.